Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The alert date and received date are both 12/21/2020, however, the event date is (B)(6) 2020. Please confirm the correct alert date? What is the event date/procedure date? Device return status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Another like device was used. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/12/2021.   Additional information: h6. Component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Additional information was requested and the following was obtained: please confirm the correct alert date? What is the event date/procedure date? Device return status? Device is not available for return. It has been discarded . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.